Event description:
Revision surgery - due to the patient falling and breaking their femur. The surgeon removed all ot the original implants and had to put in a long stem.

Manufacturer narrative:
The reason for this revision surgery was a broken femur after 24 days of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with the main component listed in the complaint. (B)(4). This event is deemed as non product related. The root cause of the incident was a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.